Manufacturer narrative:
Neither the device not films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. It should be noted that the reporting surgeon does not believe that the reported event is related to this device. Nevertheless, we are reporting this event for notification purposes.

Event description:
It was reported that the pt underwent a cervical fusion using rhbmp-2/acs, a resorbable spacer, and a cervical plate at c3-c5 & c6-7 (c5-6 was autofused already). Post-operatively, the pt developed some swelling at the incision site, but not diffusely throughout the neck. The edema was described as firm, but not severe, and there was no tracheal compromise. Pod3-5 the pt complained of increasing difficulty swallowing. On pod 5, the pt developed a build-up of phlegm and required assistive suctioning. In the early morning of pod6, the pt developed respiratory compromise, and reportedly went into respiratory distress, and suffered an anoxic brain injury of unspecified severity. Artificial respiratory support was required. The pt is presently described as being in a coma. Prognosis is unk. The surgeon reports that the pt was administered an anti-anxiety medication that night, and may have had an idiosyncratic response. The surgeon reportedly does not believe that infuse played a direct role in the pt outcome.